Event description:
Ous MDR - after an implantation period of about 18 months, oversensing was reported. No adverse patient side effects have been reported. The lead was capped and remained in situ. The ICD was sent back to biotronik, (B)(4).

Manufacturer narrative:
(B)(4) 2013 -removed the statement that the lead was capped and remains in situ. Lead was returned for analysis.the performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical inspection. Despite thorough analysis no deviations were found, which might have contributed to the observation mentioned n the complaint description. The lead proved to be within specifications and flawless throughout its inspection. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 18 months, oversensing was reported. No adverse patient side effects have been reported.